Event description:
It was reported that during an unknown procedure, the device jammed after initial firing. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Yielded jaws the analysis results found that the device was returned with a malformed clip jammed in jaws preventing the device from firing; the jaws were noted misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 14 scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It could not be determined what may have caused the malformed clip jammed in the jaws. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.